Event description:
The sys was explanted due to "excessive side effects." The pump delivered fentanyl 500 mcg/ml at 120 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
(B)(4) - "excessive side effects" - (B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.